Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
It was reported during the procedure as the plate was being implanted, the distal 2.3mm locking screws did want to lock into the plate. The screws kept spinning, and the surgeon ended up breaking 2 of the screws. The surgeon had to take the other screws out that were put in prior to the distal screws. All product was removed from the patient, and the procedure was completed with competitor product. This issue extended the procedure by 1 hour. No other adverse patient consequences were reported. This report is related to report numbers: 3025141-2022-00300, 3025141-2022-00301, 3025141-2022-00302, 3025141-2022-00303, 3025141-2022-00304, 3025141-2022-00305, 3025141-2022-00306, 3025141-2022-00307, 3025141-2022-00308, 3025141-2022-00309, 3025141-2022-00310, 3025141-2022-00311, 3025141-2022-00312, 3025141-2022-00313, 3025141-2022-00314, and 3025141-2022-00316 for the other devices involved in this event.